Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Further testing revealed blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, high thresholds were observed on the lead. A smaller lateral branch was then used which required a different lead due to challenges with the patient anatomy. The lead was returned. No patient complications have been reported as a result of this event.